Event description:
A report was received that during a permanent implant procedure, the pt felt pressure when the leads were inserted. The physician moved the leads to another location which caused pain in the pt's shoulders, chest, and left leg. The physician determined that an artery had been hit, and the leads were explanted. The pt underwent an MRI which revealed that the pt had a small hematoma. No treatment was provided for the hematoma. The pt was admitted to the hospital overnight. The pt has since been released from the hospital and is reportedly doing well.

Manufacturer narrative:
This is the final report.